Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a burned and old led cable was confirmed. Thus, it is likely the e105 occurred due to the defective led cable. We could not identify the cause of the defect. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a worn-out video connector latch causing poor connection with pigtail, software version needed to update to the latest version 3.10, and a charred old version led cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, a e105(lighting lamp error) displayed on the video system center. There were no reports of patient harm associated with this event.